Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that prior a device change-out due to normal eri, externalized conductors were observed under fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected.